Event description:
Event description guidant received information that this pacemaker, which was implanted over four years was explanted due to suspected premature battery depletion. It was reported that the clinic has lost faith in guidant's products.